Event description:
The 511sd and ems were used during a laparoscopic hernia repair. It was reported the gasket from the 511sd fell into the pt and the ems was not firing consistently. There was no consequence to the pt. 09/11/97 it was reported the gasket was retrieved. A new ems and 511sd were opened to complete the case.